Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the catheter of the device had no damages, and the balloon was found torn longitudinally. Functional testing could not be performed due to the condition of the returned device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found on the balloon could have been interpreted by the customer as the reported event of balloon burst. It is possible that during the procedure the device interacted with a sharp surface or other device that may have caused the longitudinal tear on the balloon. Perhaps the manipulation, technique used, or patient's anatomical conditions could have also contributed to the physical damage on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.